Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right atrial (ra) lead exhibited spikes in pace impedance measurements of greater than 3,000 ohms, then returning back to normal range. It was noted this occurred over the past year. Technical services (ts) discussed reasons for this and noted the sensing looked ok. No noise was observed and ts recommended continuing to monitor at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right atrial (ra) lead exhibited spikes in pace impedance measurements of greater than 3,000 ohms, then returning back to normal range. It was noted this occurred over the past year. Technical services (ts) discussed reasons for this and noted the sensing looked ok. No noise was observed and ts recommended continuing to monitor at this time. This ICD remains in service. No adverse patient effects were reported.